Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that the 24-hour mtx infusion finished 38 minutes after the 24-hour marked. The infusion had been speed up by 25% for six hours. Also the volume on the bag was 2790ml, but the pump said the volume infused was 2932ml, "so likely the bag was overfilled." This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome.